Event description:
During a cardiac catheterization procedure while using a diagnostic cardiology catheter jr4.0 the catheter snapped off, 25cm from the hub, inside the patient. The catheter had to be manipulated and torqued more than usual due to extreme tortuous anatomy. This action resulted in the catheter being torqued beyond the catheter's design strength limitations, resulting in a fracture to the body of the catheter. A snare was used to retrieve the remaining piece of the catheter. No prolonged effects to the patient were reported.